Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 38 mg/dl. The cause of low bg was unknown. The customer lost consciousness because of the low bg level and their spouse called 911. Emergency medical technicians (emt) provided a glucagon injection and took the customer to the emergency room (ER) and they were subsequently hospitalized. Hospital staff provided intravenous therapy (IV) and fluids of saline to address bg. The customer was discharged 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support (cts) confirmed the pump is functioning as intended and recommendation was made to consult with a healthcare provider to discuss diabetes management.